Manufacturer narrative:
The lot numbers for the two malfunctions were provided; therefore, a lot history review is currently being performed. For the two malfunctions, the devices were not returned to the manufacturer for evaluation. The investigations are therefore inconclusive due to no sample return. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq5064 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Of the two material ruptures, both involved patients with no patient consequences. The two patients ranged from 58-65 years of age and 54-67 lbs. Of the reported patients, both were male.